Manufacturer narrative:
Result: glide rod.

Event description:
It was reported by service report that the siderails on the head left side would not move. No pt involvement or adverse consequences are reported.